Event description:
Patient reported fluid accumulation, fluid leaking and silicone migration into "lymph nodes and both armpits". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, silicone migration.